Event description:
It was reported that during a supply change the user rewound the pump multiple times, had difficulty locking the cartridge, received an alert indicating an insulin shaft rewind error, and the pump became stuck in prime mode, consistent with a failure to infuse and associated with the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device failure to infuse associated with the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.